Manufacturer narrative:
It was determined through investigation of the devices that the initially reported suspect device reported under manufacturer report number 2016493-2023-180703 is a concomitant. Please refer to manufacturer report number 2016493-2023-180728, which captured the correct suspect device per investigation report.

Event description:
It was reported that the pump modules had channel error. There was patient involvement but no harm. Third party testing was unable to duplicate the error. Although requested no additional information was known.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3: device was not returned to manufacturing facility.

Event description:
It was reported that the pump modules had channel error. There was patient involvement but no harm. Third party testing was unable to duplicate the error. Although requested no additional information was known.